Manufacturer narrative:
H.6. Investigation: 17 samples of lot number 20125923 and 6 samples of lot number 20126089 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The sets were successfully flushed. The customer complaint that they are having issues with smartsite needle-free valves not allowing anything to flow through could not be replicated. A device history record review for model 20039e, lot number 20125923 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e, lot number 20126089 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 6th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115597 regarding item #20039e. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20126089 regarding item #20039e.

Event description:
It was reported that 17 smallbore 6 inch ext vlv sets from lot 20125923, 6 from lot 20126089, and 3 from an unspecified lot were blocked/occluded during use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "unable to push any solution through extension tubing. Happened multiple times over the past two weeks."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125923, medical device expiration date: 2023-12-10, device manufacture date: 2020-12-07. Medical device lot #: 20126089, medical device expiration date: 2023-12-18, device manufacture date: 2020-12-09. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 17 smallbore 6 inch ext vlv sets from lot 20125923, 6 from lot 20126089, and 3 from an unspecified lot were blocked/occluded during use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "unable to push any solution through extension tubing. Happened multiple times over the past two weeks."